Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 27.8 mmol/l and 2.7 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the d zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.